Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The product was returned, and the positioning issue was confirmed. The root cause of the positioning issue was determined to be use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During use, the physician received continuous alarms based on waveforms despite trying to reposition the device multiple times. The pump was then removed and replaced, and no patient harm was reported.